Event description:
It was reported that, during an acl reconstruction, while inserting a biorci-ha screw inside the tunnel it was not getting in, later the surgeon found that threads of screw were broken. Surgery was resumed, without any delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl reconstruction, while inserting a biorci-ha screw inside the tunnel it was not getting in, later the surgeon found that threads of screw were broken. Surgery was resumed, without any delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The screw is worn from use, and the threads on the distal tip of the screw are worn down and broken. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. It has not been reported whether the broken screw was retrieved from the patient. No clinically relevant supporting documentation was provided for review. If a portion of the biosure screw remains retained in the patient, it is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. If the screw was retained it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Correction in h6 (health effect - impact code).